Event description:
Pt admitted for left basal hypertensive ganglion hemorrhage-stroke. Receiving tube feedings. On 10/23/94 new ng feeding tube inserted. On 11/3/94 staff nurse heard pt coughing loudly and forcefully and feeding tube dislodged. Feeding tube was then removed and it was noted that the tip of the tube was off.